Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to stopper pullout was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper pulled out of tube within a holder the following information was provided by the initial reporter: the hemogard separated from the tube when the nurse was removing the tube from holder. "What date did this occur on? If I remember correctly, last friday. ¿ was there any erroneous results? The tube did not make it to the lab because it was stuck in the hub. ¿ was the course of treatment changed? Patient was re-stuck and discharged ¿ was there any exposure to blood/bodily fluids? ¿ none that could not be fixed by removing ppe".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper pulled out of tube within a holder. The following information was provided by the initial reporter: the hemogard separated from the tube when the nurse was removing the tube from holder. "What date did this occur on? If I remember correctly, last friday. Was there any erroneous results? The tube did not make it to the lab because it was stuck in the hub. Was the course of treatment changed? Patient was re-stuck and discharged was there any exposure to blood/bodily fluids? ¿ none that could not be fixed by removing ppe".